Manufacturer narrative:
No malfunction was found by service, which proceeded with the regular maintenance service and, as a precaution, recalibrated the thrust force. Device evaluated, repaired and returned to the distributor/user. No patient involvement.

Event description:
The customer reported that the pump was stuck.